Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information.

Event description:
It was reported patient experienced infection. The location of infection is unknown. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.